Event description:
It was reported that the patient came in for a post op checkup with some shoulder soreness. Unfortunately her shoulder had become dislocated. A closed reduction was performed and she dislocated again. The surgeon felt the patient would benefit from a exchange of the glenosphere and humeral shell/poly. The 32 glenosphere was removed and a 36 was implanted. A trial reduction was performed with a +0 metal shell and +0 retentive poly. Stability was confirmed and the real implants were opened and inserted. There were no surgical delays or adverse events took place. The closing process began. Doi: (B)(6) 2024; dor: (B)(6) 2024; affected side: right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) investigation summary no device associated with this report was received for examination. Product code: 550032000, lot number: mi124796, manufacturing date: 09-nov-2022, expiration date: 31-oct-2027, quantity : b)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device , and no non-conformances /manufacturing irregularities were identified.